Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/23/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please provide additional details about the alleged deficiency. - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - are there any photos of the reported deficiency available for visual analysis? - did this event contribute to any patient adverse event? If yes, please explain. - please provide the lot number of product w745. - please confirm the lot numbers of the three devices of product w738g involved in the reported event. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an laparotomy procedure on (B)(6) 2026 and suture was used. Sutures unraveled during laparotomy. Procedure was after hours performed by healthcare professional (general surgeon). Sutures were thrown away. No feedback was given re completion of the procedure and if other sutures were used. I will phone hospital tomorrow for further feedback. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/14/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d1, h6.